Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, clot began to form and slow flow through the tortuous svg to the obtuse marginal branch was observed. It is unknown if the vessel was pre dilated. The physician had successfully deployed a taxus express2 3.5 x 16 mm drug eluting stent in an 80-90% stenosis in the distal saphenous vein graft to the obtuse marginal branch. He then proceeded to deploy the taxus express2 3.5 x 32 mm drug eluting stent to the 70-80% proximal lesion in the ostium of the vein graft. Following deflation of the balloon, the dye appeared to "hang up and no-flow" was observed; then clot began to form. An export catheter from a percu-surge device was used to remove a large amount of clot from the svg to the obtuse marginal. Angiomax was administered during the procedure. The intra-aortic balloon pump was placed in order to improve flow through the graft. The stents were well positioned and well apposed. The physician was unable to recall the drug regimen the pt had been on pre-procedure. The physician indicated that the stent may have dislodged a small clot leading to the formation of additional thrombus. The pt had a myocardial infarction with enzyme elevation, but did well and was discharged the following day.